Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical signals conformed to specifications, the recorded temperatures indicated cooling during rf ablation, and force measurements were displayed throughout the procedure. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device met specifications prior to release from abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported pericardial effusion remains unknown. Per the IFU, pericardial effusion is a known risk during the use of this device.

Event description:
During a pulmonary vein contraction (pvc) ablation procedure, a pericardial effusion occurred. The pvc was found in the right ventricular outflow tract area and was difficult to induce, requiring an extended period of ablation. Following the procedure, the patient became hypotensive and fluoroscopy and ultrasound revealed a pericardial effusion. A pericardiocentesis was performed and the patient was stabilized. There were no performance issues with an abbott device.